Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the remote transmissions revealed false pause episodes caused by undersensing. The patient experienced no adverse consequences. The patient will continue to be monitored.